Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. The customer reported that they had to press the buttons harder and a few times to get response. The customer also reported that they received failed battery test and battery cap was stripped. The customer reported that there were cracks near the reservoir compartment and the reservoir opening window. The customer reported that the back light was lot more dimmer and the insulin pump made loud noise while rewinding and had to rewind more than once per prime. The device will not be return for analysis.